Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted via the emergency department (ed) on (B)(6) 2017 with complaints of stroke-like symptoms of blurry vision and dizziness for 1 week. Patient reported that the symptoms worsened over the previous 24 hours and that's when he decided to call and go into the ed. On admission, the international normalized ration (inr) was 3.0 as the patient never had any subtherapeutic levels since implant. The site states that the patient is compliant with his warfarin and his blood pressure has been controlled. Patient was taken for a head CT which showed a possible recent left middle cerebral artery (mca) infarct, unable to tell age of infarct. Neurology was consulted and suggested an asa assay test which results were normal. All anticoagulation was stopped by the team. A repeat head CT on (B)(6) saw no changes. A CT angio was also done that day to rule out any possible thrombus within the pump's "ifc/ofg" and both were negative. Of note, patient does have chronic atrial fibrillation. The blurry vision resolved within 48 hours and the patient was restarted on his anticoagulation. He was discharged home on (B)(6) on aspirin 325mg daily and warfarin with an adjusted inr goal of 2.5-3.0. Patient was seen in clinic, (B)(6) 2017, and "looked great" per the team with no neuro deficits.